Manufacturer narrative:
The incident generator has been rec'd and is under eval. When the eval is complete, a f/u report will be submitted. The site biomedical engineer who originally called, the or charge nurse and risk mgmt were contacted and were unable or declined to provide further info regarding the incident including whether or not any injury was involved. The site did indicate that covidien es pencils are used at the site, but no info was available about the specific pencil involved. The incident pencil was thrown out and is not being returned.

Event description:
The hosp reported that an electrosurgical pencil used with this generator continued to activate when it was supposed to be off.